Event description:
This lead was removed and replaced due to dislodgement. The notes state that the pt had left shoulder surgery which is believed to have caused the dislodgement. There are no adverse events reported for this patient. The hospital retained this device. Should add¿l info become available this file will be updated.